Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. The patient was noted to have two ra leads, with one connected to the right ventricular (rv) port of the device; however, the health care professional (hcp) did not clarify which ra lead was connected to the rv port. Technical services (ts) was consulted and recommended replacement in the near future. This ra lead remains in service. No adverse patient effects were reported

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.